Event description:
A customer reported a falsely elevated total b-hcg result on a patient sample. The results were reported to the physician, who hospitalized the patient and ordered repeat testing. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that repeat testing of the original sample, as well as testing of a second sample from the patient on both the original analyzer and an alternate analyzer, produced negative results. Routine maintenance procedures appear to be correctly followed. Customer stated that qc results were acceptable. Datalogger files were not provided, preventing further analysis. The root cause of this event could not be determined.